Manufacturer narrative:
The pod was received with the cannula deployed. The download data showed that the device ran 53 pulses and was deactivated after completion of the second priming sequence. No issues were found that would result in a needle mechanism failure. It could not be determined when the needle deployed. A root cause for the reported needle deploying late could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports while wearing a pod for less than an hour the cannula did not deploy but once the pod was removed from the infusion site after 3 minutes it then deployed. The patients reported blood glucose level was 178 mg/dl.